Manufacturer narrative:
(B)(4). Manufacturer awaiting further information to evaluate product complaint. (B)(4).

Event description:
Healthcare provider reports: signature instrument allegedly gave higher act results than reference/exp. There were two pts and both showed an expected act+ that jumped up unexpectedly and gave >1005. Upon retest, the act result returned to the expected range. Pt 1 results: time: 8:27a, result: 124; time:9:43a, result: 578; time: 10:25a, result: >1005; time: 10:56, result: 680; time: 11:31, result: 627; time: 12:08, result: 133.

Manufacturer narrative:
(B)(4). Manufacturer awaiting further information to evaluate product complaint.

Event description:
Healthcare provider reports: signature instrument allegedly gave higher act results than reference/exp. There were two pts and both showed an expected act+ that jumped up unexpectedly and gave >1005. Upon retest, the act result returned to the expected range. Pt 2 results: time: 8:07a, result: 101; time: 9:34a, result: 554; time: 10:25a, result: 416; time: 10:58, result: >1005; time: 11:20, result: 487; time: 11:38, result: 507; time: 11:59, result: 125.